Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose about 1 1\2 years ago. Customer went to the emergency room and was hospitalized. The blood glucose reading was high at the time of hospitalization. Customer stated that she had stomach and chest cramps, high blood pressure and fever prior to hospitalization. Nothing further was reported.